Event description:
Procedure: low anterior resection. According to the reporter: continued from (B)(4). After removal of the first adapter, the same sulu and another adapter was set on the second (B)(4) to try again. Then no reaction was duplicated again even by pressing the green button. No green indicator lamp of idrive was lit up and the handle could not start to work at all. By setting the same sulu on the manual stapler of egiaustnd, no problem was confirmed to perform the firing and the case was completed. No patient harm. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No reinforcement material was used.

Manufacturer narrative:
(B)(4)